Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7463216) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
It was reported that a patient has asymmetric vault (z-syndrome) approximately 3 weeks after lens implantation. Vision was initially 20/20, then at 3 weeks post-op, anterior vault with striae behind hinges and -3.00 refraction as of (B)(6) 2015. The patient noted a decrease in vision. Mild pco was noted on (B)(6) 2015. A central yag procedure was performed on (B)(6) 2015. The reason for the yag procedure was not provided. The surgeon indicated the likely cause of the event was capsular contraction. The surgeon plans to do lasik to treat refractive error.